Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the capsule detached before the procedure ended, about half hour into the procedure. The account confirmed that a repeat procedure will be necessary due to the alleged device malfunction. No other adverse events were reported.